Event description:
It was reported that(2) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the atw45 was fired one time without incident. On the second firing, the cartridge dislodged from the instrument and fell into the pt. The cartridge was retrieved successfully. Another instrument was used to complete the case. There was no consequence to the pt.